Event description:
While reaming the acetabulum, the part of the reamer that attached to the handle disassociated from the reamer, leaving the reamer firmly engaged in bone. It had to be removed in pieces. It is believed that no pieces were left in the patient; however, it resulted in a 1-hour surgical delay.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.